Event description:
It was reported that a spectrum pump did not detect when the door is closed. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, and found that they were caused by a failed lower hook switch on the lower auxiliary assembly. The lower auxiliary assembly (including the lower hook switch) was replaced.